Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate either of essure coils in fallopian tubes"), pregnancy with contraceptive device ("unexpected pregnancy") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 16 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/heavy menstrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, headache and musculoskeletal stiffness outcome was unknown, the pregnancy with contraceptive device had resolved and the menorrhagia, dyspareunia, arthralgia and rash had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, musculoskeletal stiffness, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement of devices with no spillage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She was diagnosed with an unexpected pregnancy 7 months after essure insertion. She delivered her son 7 months later. Two years after essure insertion, she underwent a bilateral salpingectomy. During the surgery physician was unable to locate either of essure coils. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, consumer had the confirmation test which showed proper placement of her coils. She became pregnant and delivered. Years later, a device migration was diagnosed. This device migration could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if it occurred before or after pregnancy onset), causality between these events and essure cannot be excluded. The event autoimmune-type symptoms (unanticipated) was also reported and considered as unrelated to essure due to its nature. This case was regarded as incident, since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate either of essure coils in fallopian tubes"), pregnancy with contraceptive device ("unexpected pregnancy") and autoimmune disorder ("autoimmune-type symptoms") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, vaginal delivery in 2008, throat pain, uti, gestational diabetes, gastroesophageal reflux disease, menses irregular, decreased appetite, plantar warts, muscle spasm, gravida and parity (dec-2008). Previously administered products included for an unreported indication: mirena in 2009. Concomitant products included alprazolam (xanax), ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure), hydroxocobalamin (depo b12), ondansetron hydrochloride and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/heavy mesntrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain"), rash ("rashes") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, headache, musculoskeletal stiffness, pelvic pain and back pain outcome was unknown, the pregnancy with contraceptive device had resolved and the menorrhagia, dyspareunia, arthralgia and rash had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered arthralgia, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, musculoskeletal stiffness, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes discrepant information regarding child birth date ,earlier reported date was 30-jun-2014 and as per current pfs it was 26-jun-2014. However I recall being to told afterwards by dr. That the right coil was removed but not the left. As far as I know, the right coil is still in me. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-jul-2013: results: satisfactory placement of devices with no spillage, tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and dyspareunia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet and medical records received: reporter information added. Device information updated. Product indication updated. New events pelvic pain ,back pain were added. Medical history updated. Concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in her uterus') and device expulsion ('unable to locate either of essure coils in fallopian tubes / her coils were notremoved during salpingectomy procedure because they were in her uterus.') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida in 2008, parity 2, throat pain, uti, gestational diabetes, gastroesophageal reflux disease, menses irregular, decreased appetite, plantar warts, muscle spasm, gravida, parity ((B)(6) 2008), pap smear abnormal, acid reflux (oesophageal), scoliosis, thyroid nodule, headache, migraine, fatigue, fever, weight loss, joint pain, skin rash, muscle spasm, visual impairment, chest pain, palpitations, depression suicidal and numbness. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included perineal pain, uterine bleeding and vaginal lesion. Concomitant products included alprazolam (xanax), ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure), hydroxocobalamin (depo b12), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"), 6 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/heavy mesntrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), the first episode of headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain"), dermatitis allergic ("rashes/ allergy symptoms"), back pain ("back pain"), migraine ("migraine"), the second episode of headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, musculoskeletal stiffness, pelvic pain, back pain, migraine, the last episode of headache, genital haemorrhage and hypersensitivity outcome was unknown, the pregnancy with contraceptive device had resolved and the menorrhagia, dyspareunia, arthralgia and dermatitis allergic had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered arthralgia, autoimmune disorder, back pain, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, migraine, musculoskeletal stiffness, pelvic pain, pregnancy with contraceptive device, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes discrepant information regarding child birth date ,earlier reported date was (B)(6) 2014 and as per current pfs it was (B)(6) 2014. However I recall being to told afterwards by dr. That the right coil was removed but not the left. As far as I know, the right coil is still in me. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement of devices with no spillage, tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and dyspareunia , path reports did not show coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in her uterus') and device expulsion ('unable to locate either of essure coils in fallopian tubes / her coils were not removed during salpingectomy procedure because they were in her uterus.') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida in 2008, parity 2, throat pain, uti, gestational diabetes, gastroesophageal reflux disease, menses irregular, decreased appetite, plantar warts, muscle spasm, gravida, parity (B)(6) 2008), pap smear abnormal, acid reflux (oesophageal), scoliosis, thyroid nodule, headache, migraine, fatigue, fever, weight loss, joint pain, skin rash, muscle spasm, visual impairment, chest pain, palpitations, depression suicidal and numbness. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included perineal pain, uterine bleeding and vaginal lesion. Concomitant products included alprazolam (xanax), ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure), hydroxocobalamin (depo b12), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"), 6 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/heavy menstrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), the first episode of headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain"), rash ("rashes/ allergy symptoms"), back pain ("back pain"), migraine ("migraine"), the second episode of headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, musculoskeletal stiffness, pelvic pain, back pain, migraine, the last episode of headache, genital haemorrhage and hypersensitivity outcome was unknown, the pregnancy with contraceptive device had resolved and the menorrhagia, dyspareunia, arthralgia and rash had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered arthralgia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, migraine, musculoskeletal stiffness, pelvic pain, pregnancy with contraceptive device, rash, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes discrepant information regarding child birth date ,earlier reported date was (B)(6) 2014 and as per current pfs it was (B)(6) 2014. However I recall being to told afterwards by dr. That the right coil was removed but not the left. As far as I know, the right coil is still in me. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement of devices with no spillage, tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and dyspareunia , path reports did not show coils in tubes, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: ppf received: newly added events- migraine, headaches, genital bleeding, hypersensitivity, embedded device. Event device dislocation was recoded to meddra llt device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils embedded in her uterus') and device expulsion ('unable to locate either of essure coils in fallopian tubes / her coils were not removed during salpingectomy procedure because they were in her uterus.') In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida in 2008, parity 2, throat pain, uti, gestational diabetes, gastroesophageal reflux disease, menses irregular, decreased appetite, plantar warts, muscle spasm, gravida, parity ((B)(6) 2008), pap smear abnormal, acid reflux (oesophageal), scoliosis, thyroid nodule, headache, migraine, fatigue, fever, weight loss, joint pain, skin rash, muscle spasm, visual impairment, chest pain, palpitations, depression suicidal and numbness. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included perineal pain, abnormal uterine bleeding and vaginal lesion. Concomitant products included alprazolam (xanax), ascorbic acid;calcium citrate;cholecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure), hydroxocobalamin (depo b12), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"), 6 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia/heavy menstrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), the first episode of headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain"), dermatitis allergic ("rashes/ allergy symptoms"), back pain ("back pain"), migraine ("migraine"), the second episode of headache ("headaches"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, autoimmune disorder, dysmenorrhoea, musculoskeletal stiffness, pelvic pain, back pain, migraine, the last episode of headache, genital haemorrhage and hypersensitivity outcome was unknown, the pregnancy with contraceptive device had resolved and the heavy menstrual bleeding, dyspareunia, arthralgia and dermatitis allergic had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered arthralgia, autoimmune disorder, back pain, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, musculoskeletal stiffness, pelvic pain, pregnancy with contraceptive device, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes discrepant information regarding child birth date ,earlier reported date was (B)(6) 2014 and as per current pfs it was (B)(6) 2014. However I recall being to told afterwards by dr. That the right coil was removed but not the left. As far as I know, the right coil is still in me. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement of devices with no spillage, tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and dyspareunia , path reports did not show coils in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received- no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate either of essure coils in fallopian tubes"), pregnancy with contraceptive device ("unexpected pregnancy") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6)-year-old female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2013, 198 days after starting essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/I ntervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/heavy menstrual bleeding"), dyspareunia ("dyspareunia/painful intercourse"), headache ("headaches"), musculoskeletal stiffness ("stiffness"), arthralgia ("joint pain") and rash ("rashes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). At the time of the report, the device dislocation, autoimmune disorder, dysmenorrhoea, headache and musculoskeletal stiffness outcome was unknown and the pregnancy with contraceptive device had resolved and the menorrhagia, dyspareunia, arthralgia and rash had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered device dislocation, pregnancy with contraceptive device, autoimmune disorder, dysmenorrhoea, menorrhagia, dyspareunia, headache, musculoskeletal stiffness, arthralgia and rash to be related to essure. The reporter commented: on or around (B)(6) 2015, she underwent a bilateral salpingectomy. The operative report states that the surgeon was unable to locate either of essure coils in plaintiff howell's fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was satisfactory placement of devices with no spillage. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She was diagnosed with an unexpected pregnancy 7 months after essure (fallopian tube occlusion insert) insertion. She delivered her son (B)(6) months later. Two years after essure insertion, she underwent a bilateral salpingectomy. During the surgery, physician was unable to locate either of essure coils. These events are anticipated in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, consumer had the confirmation test which showed proper placement of her coils. She became pregnant and delivered. Years later, a device migration was diagnosed. This device migration could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if it occurred before or after pregnancy onset), causality between these events and essure cannot be excluded. The event autoimmune-type symptoms (unanticipated) was also reported and considered as unrelated to essure due to its nature. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.